Event description:
On 7/30/96 an aus was implanted. On 10/21/96 the pump was revised. On 1/14/97 the pump and balloon were removed. On 3/4/97 the cuff was removed from the pt due to "erosion from chemo-treatment."